Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Based on the information provided by the surgeon there is no indication the products are not functioning as intended. No product evaluation can be performed as the products were re-implanted in the patient. File one of two for the same event.

Event description:
The patient was experiencing pain and limited opening. The surgeon performed a revision surgery to remove the right fossa component and screws so he could remove the heterotopic bone growth from the skull base and insert a fat graft. The surgeon then replaced the same fossa and screws. The original implant date is (B)(6) 2009, the day is unknown at this time.